Event description:
Customer called because the breeze meter was giving her erratic results 449, 487, and 46 mg/dl within a 5-min period. Customer did not think she was having a hypoglycemic reaction. No medical intervention required. Meter and strips were replaced.